Event description:
It was reported that the flow rate was too fast. No further information was provided.

Manufacturer narrative:
Evaluation summary: the information contained herein is based on the information provided by the initial reporter. The sample involved in this report has been received for evaluation and investigation and is in the process of being evaluated. Information gathered for this investigation indicates that the actual fill volume of the pump was not known, nor was the rate of flow. A review of the lot history found no other fast flow complaints for the reported lot number. I-flow will submit a follow-up report providing the product evaluation results.